Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the morphine pca cassette was over 7 days old and needed to be changed. Left to count on the pump read 63.5 ml of a 100ml cassette. The amount of medication wasted was 97.6 ml. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.